Event description:
It was reported that a pump's battery would not charge despite attempts to stabilize the connection using different outlets and charging equipment. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, and the customer reverted to using multiple daily injections as a backup therapy.